Event description:
It was reported that revision surgery was performed due to suspected metallosis from blood and aspiration fluid.

Event description:
It was reported that revision surgery was performed. The devices were reportedly implanted for 2.5 years or less.